Event description:
Had lasik in 2002. Twelve years later in 2014 started seeing blurry. It progressed really fast, vision was getting more and more blurry and after a year I was diagnosed with post lasik ectasia - a serious complication after lasik. No treatment exists to fix the vision and glasses don't help. I have to wear hard or scleral lenses to see better, but they are very uncomfortable.